Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that his adc freestyle libre sensor fell off after 7 days of wear. The customer further reported experiencing symptoms described as ¿headache, staggering, could not get out of the chair, could not use hand or leg on the left side, and face looked drippy¿ and was unable to self-treat. On (B)(6) 2020, the customer was taken to the hospital where she was diagnosed with hyperglycemia and admitted to the hospital due to stroke. While the customer was in the hospital, a CT and MRI were performed and the customer was treated with ¿unspecified hydration medicine, lipitor, and lisinopril. No additional treatment information was reported. There was no report of death or permanent impairment associated with this event.